Event description:
Raytec from quik kit pulls apart and shreds. This facility has had two surgical cases with this event experience.what was the original intended procedure?irrigation and debridement of prepatellar bursae.open bladder exploration with divertuculectomy and prostatatectomy.